Event description:
When the rn took their gloves off, there was blood on their hands. They had been putting the products of misconception (miscarriage pt) into a specimen container. The pt was hiv+ both the pt and the nurse were "worked up" and the pt did test positive for hiv. The hosp's blood exposure protocol was initiated for the nurse. The nurse chose not to take the prophylactic medication, but will continue to be monitored. The nurse did not have any cuts on their hands, but was unsure of the cuticle area. Incident time frame is 2004.